Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the patient had been treated for a ventricular tachycardia (vt) episode but the rhythm was suspected to supra ventricular tachycardia (svt). The patient received a shock that was suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.